Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) called in reporting receiving four inappropriate shocks in a row on (B)(6) 2022 and performed multiple manual interrogations. Boston scientific technical services explained that only two successful manual interrogation can be seen on that day. The patient had explained that the healthcare professional had mentioned that one of the shocks was inappropriate while the others were appropriate. The patient was dissatisfied with the response and wanted a second opinion and additional information. The patient was also not happy that the healthcare professional had switched out the pulse generator to a different brand and no longer the same brand as the competitor leads. Boston scientific technical services referred the patient to their clinic. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) called in reporting receiving four inappropriate shocks in a row on (B)(6) 2022 and performed multiple manual interrogations. Boston scientific technical services explained that only two successful manual interrogation can be seen on that day. The patient had explained that the healthcare professional had mentioned that one of the shocks was inappropriate while the others were appropriate. The patient was dissatisfied with the response and wanted a second opinion and additional information. The patient was also not happy that the healthcare professional had switched out the pulse generator to a different brand and no longer the same brand as the competitor leads. Boston scientific technical services referred the patient to their clinic. No adverse patient effects were reported. This device remains in-service.